Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances caused by lead fracture.

Manufacturer narrative:
Additional information was received that there were exposed cables involved in the lead fracture. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances caused by lead fracture.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs50cm iii lead.

Manufacturer narrative:
Analysis of lead sc-2158-50 s/n (B)(4) confirmed the complaint. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 26 cm from the distal end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances caused by lead fracture.